Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose as well as low blood glucose. The customer reported that the blood glucose level was 49 mg/dl at the time of the incident. The customer was treated with glucose tabs. The customer decline to troubleshoot for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.